Manufacturer narrative:
A boston scientific patient services technician instructed the caller to follow up with the patient's physician for device evaluation. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had passed out and was taken to the hospital for observation. The patient's blood pressure was low. However, the patient takes medication for a kidney problem which can cause decreased blood pressure. They altered some of his medications and doses and the patient was released the following day. The patient's wife inquired if an issue with this pacemaker could have caused or contributed to the syncopal episode.